Manufacturer narrative:
This device was thoroughly inspected and analyzed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. There were no device allegations at the time of explant. This report is being filed to provide product investigation results.